Event description:
The pt became hypotensive, heart rate and blood pressure dropped with deployment of the second cypher des. The pt required 30-40 seconds of CPR and 1mg of atropine was administered.